Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a training for some new nurses, the tower counted down to 0 and an error popped up that said: "warning: unrecoverable error on electrosurgical generator. Energy is unavailable for the rest of the procedure. Press reject to confirm". The tower message could not be dismissed so the tower was restarted four to five times. There was no patient involvement.

Event description:
It was reported that during a training, the tower counted down to 0 and then an error popped up that stated, "warning: unrecoverable error on electrosurgical generator. Energy is unavailable for the rest of the procedure. Press reject to confirm.". The tower message could not be dismissed so the tower was restarted four to five times. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field and the associated device logs. Review of the field service notes indicated that the tower could not start correctly due to incorrect uninterruptible power supply (ups) settings. A power error code for 'ups communication loss' was noted. The settings of the upper ups in the tower were checked and re-adjusted. After the adjustment the error was resolved and the tower was restarted twice without issues. Evaluation of the logs indicated that the tower failed to start up due to failures of the peripheral compatibility check, with the tower power supply controller (tpsc) ups configuration appearing to have changed, resulting in the check failing. A failure code for 'initialization failure; the system cannot properly recognize or initialize the instrument' was observed. Evaluation of the tower 240v confirmed the reported condition. The most likely root cause of the observed error was that it is likely that the system was not used as intended, which may have caused or contributed to the reported incident. Replication of this condition can occur from improper installation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.